Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not open and would not release from the catheter to deploy. The clip did not grasp onto tissue. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted that the clip prongs were locked into the capsule and would not open because the control wire separated from the clip assembly making it impossible to deploy the clip. A kink was noted in the control wire. The over sheath was not returned. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not open and would not release from the catheter to deploy. The clip did not grasp onto tissue. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.